Event description:
Hcp reported the patient presented in may of 2002 with signs of an infection of the device pocket. These included redness, drainage, pain, and incisional wound opening. A culture of the device pocket was positive for staph aureus. The patient did not have meningitis. The patient was treated with IV antibiotics and total device system explant. The patient experienced no durg withdrawal.